Event description:
On (B)(6), 2011, a complainant alleged that upon opening a bottle of cavicide, a doctor in her office experienced a migraine headache for which she took a previously prescribed medication for treatment.

Manufacturer narrative:
The complainant alleged that upon opening a bottle of cavicide, a doctor in her office experienced a migraine headache for which she took a previously prescribed medication for treatment. The complainant stated that the doctor did not seek any medical attention for her migraine, and no other medications were taken for treatment other than the previously prescribed medication the doctor took. An evaluation of the product could not be conducted, as no product was returned to metrex research. Retain samples could not be evaluated nor could a review of the manufacturing records be conducted because no lot number was identified by the complainant. No further investigation is possible.